Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.